Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2018; 900sfc28 heart ring implanted: (B)(6) 2015; s45 lead implanted: (B)(6) 2019 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy while swimming in a pool. It was also reported there was an lead integrity alert (lia) for elevated sensing integrity counter (sic) and high rate non-sustained episodes and the right ventricular (rv) lead exhibited t-wave oversensing (twos) on the electrograms. The rv lead remains in use. No further patient complications have been reported as a result of this event.